Manufacturer narrative:
This spontaneous case was reported by a physician, and describes the occurrence of abdominal pain ('abdominal pain'). In a female patient who had essure inserted. The patient's medical history included: multi gravida, gravida ii, caesarean section and pulmonary embolism. Concurrent conditions included: obesity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via laparoscopic tubal removal on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain with essure. The reporter commented: essure removal was performed at the patient request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 37 kg/sqm. Date of sample received at quality unit: (B)(6) 2021. Quality safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. Most recent follow-up information incorporated above includes: on 25-feb-2021, quality-safety evaluation of ptc. Device sample received. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The patient's medical history included multi gravida, vaginal delivery, caesarean section and pulmonary embolism. Concurrent conditions included obesity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via laparoscopic tubal removal on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain with essure. The reporter commented: essure removal was performed at the patient request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.